Event description:
It was reported that during a cholecystectomy procedure, some clips were malformed and some clips did not come out. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.